Event description:
Reporter alleged obtaining the results of 377 mg/dl, 209 mg/dl and 179 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his normal 12 units of "70-30" his "glybuzide" and ate a normal breakfast after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.